Manufacturer narrative:
(B) (4).

Event description:
It was reported that at the time of the refill, there was a volume discrepancy; all 20ml were aspirated from the pump reservoir. There were no pump alarms or errors noted in programming the prescription. The cap was accessed and the hcp was unable to aspirate. The patient was taken to the operating room for a revision the following day ((B) (6) 2010). It was noted that the sutureless connector was "very easy to remove" from the pump port. It was felt that there was a poor connection of the sutureless connector at the time of implant. It was later reported that the snap lock connector was properly installed; however, the hcp was unable to aspirate through it. "Csf easily came through the anchor and the only obstruction was the connector"; "cath snap lock to pump defective." Replacing the connector fixed the problem and csf easily aspirated from the side port. The patient experienced inadequate control of her malignant pain both prior to and immediately after the pump placement. As she was gradually weaned off oral medications, transdermal opioids, and the pca pump, the pump was titrated up to what was felt to be an appropriate and therapeutic level. The patient experienced brief bouts of what was believed to be potential overdose. The pump had been slowed in response to the alleged "overdose" symptoms and the symptoms dissipated without incident. In retrospect, it was believed that it was likely withdrawal symptoms that the patient experienced rather than overdose symptoms. The patient was doing well with her pump therapy relative to pain control, but her pelvic tumors have reached a very advanced stage and she was in hospice care in preparation for end of life. The pump was used to deliver morphine.